Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported, the infusion device was making unusual noises and her blood glucose elevated up to 327 mg/dl. She corrected elevated blood glucose by injecting insulin via pen and by bolusing through the infusion device. She stated that her blood glucose decreased for a short time and then elevated to 180 mg/dl. She switched to her backup infusion device and her blood glucose decreased. Her normal blood glucose level is 100 mg/dl. No further information is available. The patient did not require medical assistance form a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.